Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose. Customer¿s blood glucose value was 51 mg/dl at the time of incident. Customer treated with food for low blood glucose. Customer decline troubleshooting for low blood glucose. The device will not return for the analysis.